Event description:
It was reported during a scheduled catheter exchange, it was noted under fluoroscopy, the distal portion of the catheter had detached and remained in the pt. A snare was utilized to successfully retrieve the detached catheter segment. Another drainage catheter was successfully placed for continuation of treatment. The pt's condition good. This device has not been rec'd or eval. Therefore, a failure analysis is not available. As a lot number was not provided, a device history search could not be performed. Co's f/u revealed this catheter was being used as a feeding tube in a pt with a history of throat carcinoma, which is a non indicated use of this device. Co believe this may have contributed to this event and do not attribute it to the device. However, without evaluating the device, co was unable to determine the exact cause for this event. Co's directions for use state: "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections."